Event description:
The customer reported on behalf of his mom a false positive result with the binaxnow covid-19 antigen self-test performed on 22nov2023 on a nasal swab. Additional testing via different antigen test (platform: flowflex) was performed on (B)(6) 2023 and generated a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Manufacturer narrative:
D4-UDI:(B)(4). Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 226491 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 226491 and device part number 195-430h/ lot 223470. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 226491 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : device discarded; single-use device.

Event description:
The customer reported on behalf of his mom a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Additional testing via different antigen test (platform: flowflex) was performed on (B)(6) 2023 and generated a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.